Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist dialed into the station and found it operating in temporary non profile mode. The customer was informed that in this mode; there was no communication between the station and the server. The provided orderid was checked and found to be discontinued, which was communicated to the customer. The customer initially reported that the issue persisted but later confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2 orders did not cross over to the server for different patient. The customer could see the order that was added manually by the user only on the server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2 orders did not cross over to the server for different patient. The customer could see the order that was added manually by the user only on the server. There were no adverse events or injuries reported based on this event.